Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device had broken claws and was unable to hold the syringe. Reportedly, the switch sensor failed testing in service mode during use of alaris maintenance software.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/16/2017 to the present date 10/7/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had broken claws and was unable to hold the syringe. Reportedly, the switch sensor failed testing in service mode during use of alaris maintenance software.